Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that starting "around the end of november" the patient was trying to charge the ins and they had the recharger (rtm) over the ins for "two hours" trying to charge but then they noticed that the rtm was "burning" and stated that it left "a little red mark". The patient stated that the mark had "gone away now". The patient said that the ins was "going to 40%" and that if they "forced it" the ins would charge to 50-60% and that is when they noticed the "burning". The patient stated that they hadn't been using the rtm due to this and that due to not charging the ins they were no longer feeling stimulation. The patient said that around "january 20 something" they noticed that they could "see the wires" on the rtm and inquired if this may have caused the burning. A replacement rtm was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found cable insulation was peeling away at donut end and wires were exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the replacement recharger resolve the burning/red mark and the inability to charge the stimulator/loss of stimulation. No further complications were reported.